Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope. The right ventricular (rv) lead exhibited high thresholds, loss of capture and observed small r-waves. A lead revision was done and it was thought that the lead had perforated. Upon closing the pocket, the patient went into ventricular fibrillation (vf). Resuscitation was performed and it was noted that there was a pleural and pericardial effusion. The patient was placed on bypass and surgical intervention was performed. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.